Event description:
End user reported that his m41srr power chair will take off, he gets his feet tangled up in the wheels. User was allegedly in the hospital when this happened, he fell and hit his head. He states he wasn't admitted just treated.